Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: asian cardiovascular & thoracic annals. 2014; 22(3): 309 314. (B)(4).

Event description:
It was reported via journal article: ¿staplers versus hand-sewing for pulmonary lobectomy: randomized controlled trial¿ authors: apichat tantraworasin, somcharean seateang, nutchanart bunchungmongkol citation: asian cardiovascular & thoracic annals. 2014; 22(3): 309 314. Doi: 10.1177/0218492313491754 the objectives of this non-blinded randomized controlled trial was to investigate the advantage of using a stapler in terms of post-operative air leak and cost compared to hand-sewn techniques. A total of 53 patients underwent an elective lobectomy and were randomized to undergo a hand-sewn technique (control group; 27 patients) or stapler closure (study group; 26 patients). During the surgical procedure, the control group received suturing with polydioxanone 4-0 suture and the study group were treated with an automatic stapling device, a 60-mm linear cutter stapler for parenchymal lung division. In the control group, reported complications included post-operative air leak (n-8), in which 2 patients underwent secondary thoracotomy. It was reported that patients in the study group had a significantly lower risk of post-operative air leak compared to the control group. Two possible reasons are that the holes created by the suture needles at the cut edge of the lobe may invite air leakage in the hand-sewn suture closure technique, and the technique of hand-sewn closure of lung parenchyma depends on the experience of each surgeon. It was concluded that stapler closure reduces post-operative air leaks and the duration of air leaks than the hand-sewn closure technique.